Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had crack from left bottom corner of screen to reservoir compartment, crack on top right corner all the way around battery compartment, crack near reservoir to buttons and crack near the threads on battery compartment. Customer stated that the scratches on screen that make it more difficult to read, customer received random no delivery alarms once or twice. Customer stated that couple weeks ago they had changed set to clear alarm and rewind seems slower than in the past. The device will not be returned for analysis.